Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Device analysis report attached. This report is submitted on june 13, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 10, 2024.